Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance received one device opened by the account with the appropriate packaging in an undamaged condition. The visual inspection of the returned product noted: the device was completely cinched. Bottom portion of bag was completely torn off from rest of the bag. Some tearing along seam was observed. The condition the bag was received in precluded it from testing. Device will be forwarded to engineering ((B)(4)) for further analysis to determine cause of observed condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, the used device tore into two separate pieces. It was retrieved by pulling the bag from the body surface. The patient is alive and has no injury. No additional information given.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Only the specimen bag with attached cord was returned. Pmv observed that the specimen bag was completely cinched, the bottom portion was completely torn off and some tearing along seam was also observed. Engineering found that the area near the distal end of the specimen retrieval bag was indicative of contact with a sharp instrument. It was also found through discussion that excessive force was used to remove the bag from the cavity which may have contributed to the bag tearing further after initial contact with a sharp instrument. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed condition may occur if the specimen retrieval bag makes contact with a sharp object and subsequently rips under tension. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.